Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device was unable to communicate with the programmer. A longevity calculation based on device¿s nominal settings was performed, and the battery depletion was found to be premature. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis.